Event description:
Event occurred at 1 month ago in pt's home. While on pt: problems with alarms sounding late, alarm may sound later (10 seconds) or not at all. Family member stated they disconnected the circuit at the trach and the delivery did not alarm right away and sometimes not at all. Family member believed they should have been getting a disc/sens or low pressure alarm.